Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that an analysis of this cardiac resynchronization therapy defibrillator (crt-d)' s battery was requested as battery status changed. Boston scientific technical services (ts) analyzed the data, and it was confirmed that the crtd is depleting normally. The power consumption is based on programming and therapy delivery with no evidence of premature battery depletion (pbd). Device was returned for analysis.